Manufacturer narrative:
Additional patient code: (B)(6). The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. This MDR was sent in duplicity due to a system problem during october, 9th and 10th, according to information provided by cesub help desk. Please, disconsider the information provided in coreid (B)(6).

Event description:
150015308: the dentist reported that 10 months and 10 days after the dental implant was installed in intraoral region 22#, its loss of osseointegration was observed. Moreover, the patient presented bone type iii.

Manufacturer narrative:
(B)(4). The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 2 months and 10 days after the dental implant was installed in intraoral region 22#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.